Manufacturer narrative:
Investigation concluded that bed head siderail had interfered with fixed shelf in the room while elevation system being raised.

Event description:
Manufacturer representative was contacted by user site alleging that the left head siderail was no longer fixed in place. There was no related injury.